Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14g029 was manufactured from july 17, 2014 through july 18, 2014. The affected device was received for evaluation. Visual inspection of the device revealed solid white particles approximately 1.46 and 1.61 mm in length, floating in the fluid of the bladders. The particle was identified to be an acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The cause of the condition could not be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the bladder of a small volume intermate. This was noted during filling of the device. There was no patient involvement. No additional information is available. This is report 1 of 2.